Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer also reported low blood glucose levels, which she treated by eating sugar. The blood glucose reading was 62 mg/dl. She stated that her blood glucose was low due to exercising and playing tennis. The customer reported that she bolused and then the device started flashing. She replaced the battery and the insulin pump started alarming button error. Advised discontinuation of the device. Nothing further reported.

Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. Unable to perform displacement, basic occlusion, occlusion, prime and excessive no delivery test, due to no button response. No flashing screen anomaly noted. Insulin pump received with minor scratched display window, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window.